Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high thresholds noted on the right atrial (ra) and right ventricular (rv) lead. Both leads were capped and replaced at the same time of generator replacement in order to increase the longevity of the new device. No patient complications have been reported as a result of this event.